Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00196. Associated products: femur cemented cruciate retaining (cr) narrow right size 8 catalog#: 42502006402 lot#: 65020469. Tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 64950245. All poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 65030642. The hospital the manipulation occurred at was: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a manipulation under anesthesia approximately eleven months post implantation due to stiffness and arthrofibrosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient had a total knee arthroplasty. Subsequently, eleven months later, underwent a manipulation under anesthesia due to arthrofibrosis. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, b4, b7, e1, e2, e3, g3, g6, h2, and h10.